Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at bottom of drive support cap. The customer stated that the drive support cap was damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap, loose drive support disk, cracked reservoir tube lip, broken battery tube threads, cracked case from reservoir tube window corners, cracked case from display window corner, cracked case, missing end cap sticker, address label peeling/damaged and cracked reservoir tube window. The test infusion set and reservoir does lock into place. Unable to perform displacement test due to detached end cap and loose drive support disk.